Event description:
The customer reported bellavista 1000e us having alarm 305 (communication to cfb disconnected) while on a patient. The device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
A vyaire field service representative (fsr) evaluated the device onsite,downloaded the logs and sent them to technical support. They found only one isolated instance of error 305 that corrected itself. Per service manual: communication between embedded pc and cfb (processor which controls the ventilation) is temporarily interrupted. Usually communication will be resumed after a short period of time and there are no negative effects on ventilation. The unit was made to run for an hour and there were no errors. Verified that the software release is up to date and the o2 (oxygen) cell was calibrated proactively. Verification test was done and all tested okay according to factory specifications. No root cause has been determined at this time, since the investigation is still ongoing.

Manufacturer narrative:
Results of investigation: vyaire medical determined root cause as due to unit software problem. Investigation determined that the communication between the user interface controller (epc) and the ventilation controller (cfb) is interrupted and only after a restart of the machine the communication is re-established. Conflict in memory resource allocation between software tasks causes the ventilation controller software to stop, resulting in the generation of the technical failure alarm 305. The failure condition involves a combination of software version 6.0.1600.0 or higher and active hl7 data transmission. Software patch v6.0.2100.0 is in work. After a restart, alarm 305 is resolved. It has been conformed that the hl7 protocol was enabled.